Event description:
The customer stated that when they turned on the celldyn ruby analyzer, they noticed a flame and smoke at the back of the analyzer. They shut the analyzer down. There was no injury reported.

Manufacturer narrative:
The technical services team reviewed the complaint information and evaluated the returned power supply which was received on 05/16/2014, and found the electronic component which burned/shorted inside the power supply. The team determined that the issue occurred due to the age of the component. The manufacture date for the analyzer was 01/29/2008. The issue was determined to be isolated to this cd ruby analyzer, serial number (B)(4), and its original power supply. Customer complaint data was reviewed and no adverse trends were identified. The cd ruby system operator's manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Manufacturer narrative:
(B)(4).